Manufacturer narrative:
Concomitant: product ID 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced pain at the implantable neurostimulator (ins) site and soreness under the ins. It was further reported the patient felt pain under the ins implant site while she was sitting and lying. It was stated that when the patient sat in the car it felt like her ins was flipping. It was noted the patient¿s soreness started about three weeks prior to report. It was reported there was no redness or swelling over the ins and the patient had not experienced any falls or traumas. It was noted it was really sore for the patient to lay on the ins. The patient was redirected to her healthcare provider (hcp). A supplemental report will be filed if additional information is received.